Manufacturer narrative:
No unexpected button error alarm was noted. All of the buttons functioned properly. However, corroded keypad traces were noted during the visual inspection. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have received a "buttons pressed continually for 3 or more minutes" message on insulin pump. Customer reports to have been off insulin pump therapy for one and a half years. Customer received a button error alarm and is not able to clear. Customer also reports that esc and act buttons wer not responding. Customer was advised that insulin pump would need to be replaced. No further information provided.